Event description:
During a pci procedure, a viperwire was advanced down a coronary artery. While doing an atherectomy procedure, the distal end of the wire was sheared off. Two coronary stents were used to tack up the wire so it would not migrate. Patient was asymptomatic the entire case. Case was finished and patient had no side effects.